Manufacturer narrative:
Changed conclusion code d15 to d1103.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all stent grafts were deployed, the final angiogram confirmed that the right renal artery was unintentionally covered. It was reported that the trunk portion might have moved to proximal direction when pushing up during ipsilateral leg deployment of the trunk - ipsilateral leg endoprosthesis. No problems were found with blood flow or pressure difference between the left and right sides. A bare stent was placed in the right renal artery just in case. The patient tolerated the procedure. The physician stated the following. It appears to be covered, but it might have just been the valley of the graft so it might have not been a problem.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.